Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to a fractured post. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h3, h6, and h10. Visual examination of the returned product identified implant discoloration and some wear from being implanted. The implant was found to have the post feature fractured off. The device was submitted for further analysis. Analysis determined the anterior side of the fracture surface on the main body of the bearing and the anterior side of the fracture surface of the post fragment both show evidence of possible impingement damage from the femoral knee component, on both the left- and right-hand sides. The post fragment fracture surface also shows evidence of light fatigue striations, radiating from a suspected point of origin of the fracture on the anterior side. The post fracture was potentially caused by overloading on the post, possibly exacerbated by impingement damage from the femoral component on the base of the post. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.